Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, bleeding continued. When the device was removed, the starclose se device clip fell from the device landing on top of the skin. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Upon removal of the device, it was noticed that one of the locator wings was not completely attached at the distal retaining ring but remained attached to the clip applier via the proximal retaining ring. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed it was fully clip-deployed, which substantiated the reported experience. Inspection of the returned device suggested that the locator wings were initially bent during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset could interfere with the clip deployment as reported. Additionally, damaged wings could contribute to difficult device removal; however, this was not reported. Although, the device was successfully removed, one wing was detached from the distal retaining ring but remained securely attached within the locator. Based on the investigation findings, the probable root cause for the damaged locator wings (bent and broken) is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can damage the wings and interfere with the clip deployment. It was reported that the patient had prior procedures utilizing the same access site and this could contribute to the reported little difficulty advancing the thumb advancer. No manufacturing or quality issue was detected. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.